Event description:
Caller reported that a t: slim x2 pump battery would not charge, triggering a power source alert. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by continuing to use the original tandem wall adapter and charging cable, and the pump began charging, requiring no further assistance.